Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 540 mg/dl; cause was not known the customers mother assisted in addressing the high bg by filling the cartridge, reloaded the pump and administered a correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.